Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-00086. It was reported that the patient presented for explant of both the right atrial and ventricular leads due to reasons unknown. No further information was available.

Event description:
New information received notes that there was no malfunction or adverse events associated with the right atrial lead.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-00089.